Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: bi71000537, serial/lot : (B)(4). A medtronic representative went to the site to perform a system check out and they found that the door could not be opened or closed with the pendant buttons. The door mechanics moved normally while manually closing and opening. A defective gantry motion controller was identified. The gantry motion controller was replaced and tested. The system was then able to fully open and close with the pendant. The representative opened and closed the door eight times, rebooted the system three times, and performed multiple 2d and 3d scans without issue. System was fully functional. The gantry motion controller was returned for product analysis and the complaint was able to be confirmed. The gantry motion control was installed into a test system. During system testing, the door would not respond to open or close. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the customer was stating that the door would not close all the way, so they are unable to take images. The site used another system to take the images. There was no patient involvement.